Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months the patient remains in the ICU with the stopped pump in situ. A search of the database found no previous reported events for this patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient reportedly presented to a local hospital on (B)(6) 2017 with shortness of breath and hematuria and was admitted to the intensive care unit. Laboratory tests found a hemoglobin of 7.9g/dl, hematocrit of 23.4%, creatinine of 1.97mg/dl, total bilirubin of 3.0mg/dl and a lactate dehydrogenase level of 4321 u/l. A system controller log file submitted for review by the manufacturer's technical services representative included only approximately 5 minutes of data and captured the pump struggling to maintain the set speed. It was suspected that the pump was clotting off. The pump reportedly stopped at approximately 2200 on (B)(6) 2017. The patient was placed in the ICU on milrinone. The patient was determined not be a candidate for re-implant, sand was discharged to home on inotropes with home hospice. No additional information was provided.

Manufacturer narrative:
The pump remains turned off, in situ. The report of pump stops and elevated pump power was confirmed based on the information contained in the submitted log file. Low speed hazard and low flow hazard alarms were captured throughout the log file. The recorded data showed that the pump struggled to maintain its speed, and power remained high (over 9 watts). At the end of the log file, the driveline and system controller power cables were disconnected. A specific cause for the events recorded in the log file could not be conclusively determined. Additionally, the suspicion that that the pump was clotting off could not be conclusively confirmed as the device was not available for evaluation. Thrombus and hemolysis are listed in the instructions for use (IFU) as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range. The IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.